Event description:
It was reported that the patient has had three uti's (urinary tract infections). The first infection was in march, then "recently" she had another one, and it was now back again. The patient finished her antibiotics each time. The patient was directed to contact her physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot#, v056306 serial#, implanted: 2009 (B)(6), explanted: product type lead product ID, 3037 lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type programmer, patient. (B)(4).